Event description:
It was reported the patient presented in the emergency room unresponsive and with seizures. The hcp stated that she believed that the patient had a dose increase earlier that day. Additional information from the hcp indicated that event was not related to the device. The patient experienced cognitive symptoms. The drug in the pump was lioresal. The patient outcome was 'no injury'.

Manufacturer narrative:
.